Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to resume insulin therapy due to the recurring alarm, prompting technical support to assist in attempting to load a new cartridge, which was unsuccessful. Consequently, technical support decided to replace the pump. The customer, whose pump was out of warranty, also expressed interest in obtaining an out-of-warranty loaner pump. Backup therapy with multiple daily injections (mdi) was planned to ensure continued insulin delivery.